Event description:
Received a call from pt's mom stating that pt's compressor is barely blowing out any air. She changed the filter and the neb set last week but there were no improvements. She confirmed that she uses it on a hard, flat surface and that she's had the compressor for about 1-2 years. I asked her to call us back with the model and serial number but she stated she's not at home and won't be home until later tonight. She states it's a pari vios compressor and it is a navy blue color.